Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, an injury to the pulmonary artery (pa) occurred during insertion of a long bipolar grasper instrument. Prior to inserting the instrument, the customer deactivated the guided tool change (gtc) feature. The incident occurred as the staff was changing the bipolar energy cable, with the long bipolar grasper instrument still attached to the universal surgical manipulator (usm). The surgeon clarified that the da vinci system, its instruments, or accessories did not cause or contribute to the incident. Instead the surgeon explained that it was the assistant's action of attaching the bipolar energy cable that led to the perforation of the pa by the long bipolar grasper instrument tips. To control the bleeding, the procedure approach was converted to an open thoracotomy. The estimated blood loss was approximately 1000mls and was resolved by suturing the injury. The patient received four units of fresh frozen plasma and 500mls of red blood cells. The procedure was completed, and the patient did not experience any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was completed. Investigation revealed a possible related system errors indicating that the surgeon's hand may have not been touching the left master tool manipulator (mtm) while in following mode at surgeon side console (ssc) #1.